Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up report

Event description:
The implant failed due to a dropped from implant driver.the initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up report